Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was asking her to hold button until drops. Customer stated that she just filled tubing, saw drops and hooked up. She bent down to get something and now it says fill tubing again. Customer stated that reservoir will not lock. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.